Event description:
It was reported that a patient presented remotely. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. Corrective programming changes were recommended but were not yet made. The patient was stable throughout.

Event description:
New information received notes that corrective programming changes were made on 15 jun 2023. The patient was stable and not symptomatic.